Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, low, out of range, r-wave amplitude variation was observed. Patient was scheduled for a routine post operation wound check, upon lead interrogation, low sensing and no capture issue was observed at max output. Lead dislodgment was confirmed via fluoroscopy imaging on the rv lead. Patient was schedule for lead revision and during the lead revision, lead helix would not extend. Lead was explanted and a new lead was implanted with good values. Patient was stable throughout the procedure and discharged.

Manufacturer narrative:
The reported event of low sensing and no capture was not confirmed in the laboratory. The damage found was sustained during the surgical procedure. The lead was otherwise normal.